Event description:
It was reported that accuracy error (unknown/no patient injury) was experienced.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the liquid crystal display lcd lens screen was scratched upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown. No repair was needed, preventive maintenance was performed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2110, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Additional information received that indicated the device was not near or with a patient when issue was found.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5).